Event description:
Device malfunction: none. Symptoms/ae:hematoma. Time of symptoms/ae: post-procedure. This is report 1 of 3, where a trained physician achieved femoral arteriotomy closure using the starclose vascular closure system after a diagnostic carotid angiogram. Post-procedure, the patient developed a golf ball sized hematoma. The patient was not anticoagulated. No additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.